Event description:
An 88 year old female to operating room for excision of recurrent carcinoma from right mastectomy site. The tip of suture broke while in use. A new package of suture was opened, the tip broke off of the new suture as well. Ethicon vicryl 3-0 used. The needle tips were located and removed from the wound.